Event description:
It was reported by a vns patient that the implanted lead had been sticking out of his neck for the past year and wanted it replaced because it was bothering him. Currently, the neurologist just examined the patient's device and requested a full revision for the patient. A battery life approximation was performed which indicated the end of service condition was not met. Additional information was provided by treating neurologist indicating the root cause of the lead protrusion as unknown as there had not been a report of patient trauma or manipulation to the site. Additionally, the treating nurse indicated the patient was not experiencing pain, due to the lead protruding rather it was a dissatisfactory sensation, as the patient could not perform daily activities. Additional information was received from the surgeon's office through a company representative indicating the patient underwent explant surgery of both generator and lead without re-implant. A re-implant date was rather set after a two month period as it was dictated by the surgeon. Further information from the surgeon's office indicated the neck site was infected while performing surgery for the lead protrusion. Additional interventions from the surgeon were to provide the patient with antibiotics, and cultures were not clear as it was unknown what caused the reported infection. Good faith attempts to obtain product return have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.